Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The supplier, a syncardia authorized warehouse, reported that the freedom driver exhibited a fault alarm during system checkout.

Manufacturer narrative:
Visual inspection of the driver revealed a broken external connector on the connection 1 receptacle cable, a broken fan cover and a broken display cover. In addition, the secondary motor cam follower was out of bottom dead center (bdc) position. Which was caused by the operation of the secondary motor. The driver's alarm history was reviewed and revealed three new alarms, 2d fault codes. Since signs of secondary motor engagement were observed during the incoming visual inspection, it is likely that this is the customer-reported alarm and it was produced because of the engagement of the secondary motor. The secondary motor cam follower may have been initially moved out of bdc by a drop, near drop or other rough handling. When operating on secondary motor operation the driver will sound a fault alarm as designed. During investigation testing, the customer-reported issue was not reproduced. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.